Event description:
The tip of the thinner pedicle probe broke off into the pt's body at l4 during surgery. The surgeon removed the broken tip from the pt and completed the procedure without any further incident.

Manufacturer narrative:
An eval of the device history record reveals that the instrument is a customized device. The instrument is a thinner version straight bone probe. Customized instruments are not marketed by alphatec spine and are not generally available to customers through commercial distribution. Each customized device requires a custom request form from the surgeon. An evaluation of the returned part confirms the complaint. The tip of the instrument broken off. The tip appears to be twisted. The design engineer concluded that the shaft of the instrument was stuck inside a pedicle cavity. The surgeon attempted to insert the probe into a hole that was too small. The surgeon attempted to remove the instrument by twisting it. The twisting force caused the tip of the probe to break off into the pt. Alphatec spine is unaware of the specific intended use of the instrument. The number of uses of the device by the surgeon is unk.